Event description:
Procedure type: colectomy. According to the reporter: the stapler got caught on the tissue and could not be opened. In order to remove it, they stapled distally with a stapler and they separated it from the intestine with a scalpel.